Event description:
The customer reported that the defibrillator would not charge when using m3716a multifunction pads. The biomedical engineer stated that the pt involved in this incident was resuscitated successfully with another defibrillator.